Event description:
It was reported that the left ventricular lead was not capturing and there was high impedance. It was also reported that the right ventricular lead threshold was high, there was oversensing and elevated impedance. Setting adjustments were made and the leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: 5076-45 implantable pacing lead: (B)(6) 2001; 5076-52 implantable pacing lead: (B)(6) 2001; 2187-75 implantable pacing lead: (B)(6) 2001. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.